Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open procedure of head and neck, after a couple of firings there were no clips would come into the jaw. It was reported another clip applier was used to complete the case. There was no patient injury

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was not received only the blister packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.